Event description:
The following is based off a review of the pt's medical records provided by davol by the pt's attorney: (B)(6) 2005 - the pt underwent implant of "hernia mesh" during an enterocele repair and a complex vaginal vault suspension. Five months later the pt was seen for an exam and it was noted that the pt had "exposed mesh". On (B)(6) 2006 - the pt underwent excision of vaginal mesh and closure of the vaginal defect. Approximately two months later, the pt had an office exam and it was noted per the physician "grade 2 recurrent enterocele prolapsed with exposed mesh". On (B)(6) 2007 - the pt had another office exam where it was noted "no significant cystocele, grade 3 enterocele with exposed mesh, no inflammation or drainage seen. On (B)(6) /2007 - the pt underwent an additional excision of vaginal mesh and repair of vaginal defect. Attorney alleged multiple adverse outcomes associated to the use of the device.

Manufacturer narrative:
Currently, it is unk to what degree the device may have caused or contributed to the reported event. The pt's legal fact sheet alleges the pt was treated for fistula formation, extrusion of mesh, and infection. Fistula formation and extrusion are listed as possible adverse reactions in the instructions for use. In regards to the infection, the warning section of the instruction for use states "if an infection developes, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.